Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, high, out of range high voltage lead impedance was observed. The patient was asymptomatic. Programming changes were made.